Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coronary artery bypass, upon sternum closing, the needle and the wire break through the junction. The operation time is extended. Another product was used to complete the case. There was no patient injury.